Event description:
It was reported that during reprocessing a bowel grasper instrument, a knick in the insulation was found. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a section lifted up roughly 5.5 above the snake wrist. When the gouged insulation segment is pushed down, it covers the exposed section of main tube, indicating no material was removed from the insulation. Additional observation not reported by site was a bent tube. The tube was bent at the proximal end, just below the flush hole in the shaft. The distal tip of the instrument wobbled when shaft was rotated due to axial misalignment caused by bending. Engineering concluded the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.